Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino-laryngo fiberscope bending section cover fell from the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was deemed to have been confirmed from the information obtained for this investigation; however, since the condition of the subject device could not be thoroughly checked during investigation, a further root cause could not be surmised. From the instructions for use, the following was found that was deemed relevant to the suggested event: instructions rhino-laryngo fiberscope olympus enf-gp2 important information ¿ please read before use ¿ do not pull the light guide cable. The light guide will be pulled out from the output socket of the light source and the endoscopic image will disappear. ¿ do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end of the endoscope can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ the eyepiece section cannot be removed. Do not attempt to rotate it by force. Olympus will continue to monitor field performance for this device.